Event description:
It was reported that post procedure the patient suffered a bleed. No other information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.